Event description:
Device issue: stent dislodgement. Adverse event: medical intervention required. Time of malfunction: during use. After pre-dilatation in #6, a 2.75 x 15 mm xience v stent delivery system (sds) was advanced to the target lesion, but it was unable to cross and stent dislodgement occurred when it was attempted to cross the lesion. The dislodged stent was retrieved by a snare. Then a 2.5 x 15 mm promus sds was advanced, but it was unable to cross the lesion and the stent got flared. The procedure was completed after a 4.0 x 15 mm vision stent was implanted. Though requested, no additional info was available. The physician commented there is no correlation between the events (no cross and stent dislodgement) and product quality. The reasons are the xience did not cross the lesion to be related to the heavy calcification and the stent dislodgement was attributed to the guiding catheter and the guide wire came off from coronary. The stent dislodged in the pt due to jolt when the guiding catheter and guide wire came off from coronary.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant info.